Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument¿s housing was removed and the instrument was found to have a dislodged flush tube guide. The instrument was found with two dislodged idler pulleys and a dislodged idler pulley shaft from the chassis at the back end. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the permanent cautery hook instrument had a broken wire. The procedure was completed with no reported injury.